Event description:
It was reported that during a biopsy procedure, the cannula would not close completely over the sample notch, which resulted in an inability to cut and remove the tissue sample. Hematoma was noticed after the biopsy.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The complaint sample has been returned and the investigation is currently underway.